Manufacturer narrative:
B5 event description updated.

Event description:
It was reported that thrombosis occurred. In (B)(6) 2022 a left atrial appendage (laa) closure procedure was performed using a 27mm watchman flx laa closure device with delivery system (wds). The patient was reportedly non-compliant with the post procedural medication regime of xarelto and aspirin. During a routine follow-up examination in (B)(6) 2022 transesophageal echocardiogram (tee) revealed a device related thrombus. The patient was instructed to continue taking oral anticoagulant medication. No patient complications were reported, and the patient made a full recovery. It was further reported the patient underwent magnetic resonance imaging and no evidence of a cerebral vascular accident were observed. All patient symptoms were resolved. It was further reported the patient was discharged from the hospital in (B)(6) 2023.

Event description:
It was reported that thrombosis occurred. In october 2022, a left atrial appendage (laa) closure procedure was performed using a 27mm watchman flx laa closure device with delivery system (wds). The patient was reportedly non-compliant with the post procedural medication regime of xarelto and aspirin. During a routine follow-up examination in december 2022, transesophageal echocardiogram (tee) revealed a device related thrombus. The patient was instructed to continue taking oral anticoagulant medication. No patient complications were reported, and the patient made a full recovery.

Event description:
It was reported that thrombosis occurred. In (B)(6) 2022, a left atrial appendage (laa) closure procedure was performed using a 27mm watchman flx laa closure device with delivery system (wds). The patient was reportedly non-compliant with the post procedural medication regime of xarelto and aspirin. During a routine follow-up examination in (B)(6) 2022, transesophageal echocardiogram (tee) revealed a device related thrombus. The patient was instructed to continue taking oral anticoagulant medication. No patient complications were reported, and the patient made a full recovery. It was further reported the patient underwent magnetic resonance imaging and no evidence of a cerebral vascular accident were observed. All patient symptoms were resolved.